Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the fibular artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two ruby coils into the aneurysm sac using the lantern. While advancing the third ruby coil through the lantern, the physician experienced resistance after advancing approximately half of the ruby coil and immediately stopped advancing the ruby coil forward. While attempting to withdraw the ruby coil, the physician noticed that the ruby coil had unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using eleven additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.